Event description:
Pulmonetic systems, inc. Received the following report from a rep: event occurred in the patient's home. The caregiver stated the unit did not alarm for an external battery low condition. Tested the unit (did not receive the pt's external battery) and was unable to verify the no alarm condition. The unit alarmed for battery low on external and internal battery.